Event description:
It was reported that cartridge did not fully snap into pump when customer attempted to load it, and caller confirmed pump did not have protective case and showed no visible housing damage. There was no reported impact to the customer¿s blood glucose level. Customer support guided caller to inspect pump and cartridge, remove misplaced o-ring from pneumatic tap, clean area with appropriate wipe, and then reload original cartridge through pump menu, after which customer planned to resume insulin delivery with no further actions required.